Manufacturer narrative:
Device evaluated by MFR: a promus element plus,mr,ous 2.75x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The proximal end of the stent was damaged and bunched in a distal direction. The mid-section of stent was also damaged with stent struts opened and flared slightly. The undamaged section of the crimped stent od(outer diameter) was measured and the result was less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75x28mm promus element plus stent, it was noted that two proximal stent struts stick out. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product . (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75x28mm promus element plus stent, it was noted that two proximal stent struts stick out. The procedure was completed with another same device. No patient complications were reported.